Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: email.

Event description:
Customer reporting a false faint positive sars result for their daughter. Customer states the child was free of symptoms. Customer states the kit was stored in a suitcase during air travel and was confirmed negative with another rapid antigen test at a pediatrician office.